Event description:
It was reported by the customer that a pyxis medstation es system keyboard did not work, preventing user from login and removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working as intended. A field service engineer cancelled the work order. Customer did a total power cycle of station to resolve the issue. The system functioned as intended after the customer power cycled the device.